Event description:
Advantage af phase 2, pf106, subject ID: (B)(6). It was reported that a patient experienced an atypical atrial flutter and shortness of breath. The patient presented for follow up on 02jan2024 with allegations of shortness of breath. The electrocardiogram revealed an atrial fibrillation, so a cardioversion was performed the next day, and immediately after the intervention, the patient was asystolic for about 20 seconds and then a junctional rhythm of 30 bpm for 30 seconds. The patient then converted to a sinus rhythm and the physician decided that a dual chamber pacemaker was needed. The event was solved successfully on (B)(6) 2024. No device is expected to return for this event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5: describe event or problem - field updated with additional information received.

Event description:
Advantage af phase 2, pf106, subject ID: (B)(6). It was reported that a patient experienced an atypical atrial flutter and shortness of breath. Index study procedure with a farawave catheter was performed on (B)(6) 2024. The patient presented for follow up on (B)(6) 2024 with allegations of shortness of breath. The electrocardiogram revealed an atrial fibrillation, so a cardioversion was performed the next day, and immediately after the intervention, the patient was asystolic for about 20 seconds and then a junctional rhythm of 30 bpm for 30 seconds. The patient then converted to a sinus rhythm and the physician decided that a dual chamber pacemaker was needed. The event was solved successfully on (B)(6) 2024. No device is expected to return for this event. It was further reported that the cause of the event was a sinus node dysfunction.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that arrhythmia, dyspnea, asystole and bradycardia are known inherent risks of use of this device. Device history record review: the ship history was unable to be completed as the required documentation was unavailable. Upn number was unknown. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the events of arrhythmia, dyspnea, asystole and bradycardia are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of arrhythmia, dyspnea, asystole and bradycardia are known inherent risk of the farawave device. Asystole is considered within the risk threshold of cardiac arrest. Bradycardia is considered within the risk threshold of arrhythmia. Cardiac arrest and arrhythmia are expected procedural complications addressed within the IFU for the farawave catheter. The shortness of breath was likely a secondary effect of the atrial fibrillation, since it is a well-known symptom. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that a patient experienced an atypical atrial flutter and shortness of breath. Index study procedure with a farawave catheter was performed on (B)(6) 2024. The patient presented for follow up on (B)(6) 2024 with allegations of shortness of breath. The electrocardiogram revealed an atrial fibrillation, so a cardioversion was performed the next day, and immediately after the intervention, the patient was asystolic for about 20 seconds and then a junctional rhythm of 30 bpm for 30 seconds. The patient then converted to a sinus rhythm and the physician decided that a dual chamber pacemaker was needed. The event was solved successfully on (B)(6) 2024. No device is expected to return for this event. It was further reported that the cause of the event was a sinus node dysfunction.